Manufacturer narrative:
H4 - device mfg date. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m218614 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m218614, test base part number 190-430 / lot m218614. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m218614 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2022 on an unknown sample type. Repeat testing was performed twice with the same instrument on the same day and both tests generated a negative result. Additionally, confirmation testing via unknown pcr was performed using an unknown sample type the following day ((B)(6)2022) and generated a negative result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number: 192-000j that has a similar product distributed in the us, list number: 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2022 on an unknown sample type. Repeat testing was performed twice with the same instrument on the same day and both tests generated a negative result. Additionally, confirmation testing via unknown pcr was performed using an unknown sample type the following day on (B)(6) 2022) and generated a negative result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.